Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that 959 days after a coronary drug eluting treatment procedure, the patient had a myocardial infarction (mi) and expired. The index procedure treated a 3.75x16mm, 90% stenosed lesion in the ramus with predilation and placement of a taxus express2 3.50x16mm drug eluting stent, reducing the stenosis to 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. At 959 days after the implant procedure, the patient was found by his wife in bed unresponsive and without a pulse. The patient was admitted to the hospital ER with cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. Patient was given epinephrine and atropine. Cardiac enzymes drawn met protocol definition of a mi. Patient was admitted and placed on a ventilator pending neurology consult. Following his admittance for cardiac arrest, the patient was evaluated by a neurologist. ECG was performed, revealing anoxic brain death. The family was informed of patient's poor prognosis and agreed to discontinue his life support. The patient expired 3 days after admission. No autopsy was performed. In the opinion of the physician, the relationship of the mi and death to the study stent was possibly; the relationship to the prior co-morbid condition or non-target vessel was also possibly, but the event was unrelated to the index procedure.